Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Upon review, implantable cardiac defibrillator was in back up vvi mode. A device download was performed successfully. The patient's condition was good.